Event description:
The customer complained to philips that a patient's leg was injured by a sharp edge of the table cover during an examination. The leg was stitched, the number of required stitches is not known to philips yet.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is complete a follow-up report will be sent to the FDA.

Event description:
The customer complained to philips that a patient's leg was injured by a sharp edge of the table cover during an examination. The leg was stitched, the number of required stitches was not reported to philips.

Manufacturer narrative:
Additional narrative: the th table is a fixed patient support with motorized up and down movement. The longitudinal and lateral manual table top movement can be released via brakes. During an examination, a patient was sitting in a wheel chair, parallel to the lowered table. While getting up to enter the table, he turned his body towards the table and lost his balance. By this the leg got stuck below the right bearing cover. He pulled the leg back with force, thereby receiving a skin cut. A few stitches were required to treat the skin cut. The exact number was not provided to philips. The affected cover edge is within specification. The instructions for use require the operator to take care that the patient body or clothing is free of the equipment to avoid getting caught or trapped. (B)(4).